Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a shock impedance measurement of greater than 200 ohms. The patient was referred to their clinic. No adverse patient effects were reported. The lead remains in service.